Manufacturer narrative:
Explanted date - device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the when the angio-seal device/sheath assembly was withdrawn to position the anchor, the suture locked and could not pulled due to resistance, the tube was then cut off. The device/sheath assembly was withdrawn with compressing the proximal part of the puncture site, the anchor was successfully positioned by pulling the remaining suture manually, and the collagen was successfully positioned by pushing the tamper tube. Subsequently the hemostasis procedure was successfully completed. The procedure before deploying the device was coiling. A pre-deployment angiogram was performed. The size of the sheath ancillary used was 6 fr. The puncture site was proximal to the inguinal ligament of the right common femoral artery. The vessel diameter was 4 mm. There was no health damage to the patient. Blood loss was less than 250cc's. There was no patient injury, medical/surgical intervention required. There were no other devices or equipment used with the reported product.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint cannot be confirmed for deployment difficulties mentioned in the allegation since the sample was not returned for evaluation. Based on the information given, the exact root cause of the event cannot be determined. The device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).